Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain, vomiting and fluid retention coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause and the treatment of peritonitis were not reported. At the time of the report, the patient was still in the hospital. The patient was recovering from peritonitis. No additional information is available. This is report 4 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13c07061 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).